Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in a small vial. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -16.5/+5.5/088 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient experiencing low vault and lens rotation. In addition, the patient suffered significant vision loss and glare while driving at night the problem was resolved with the exchange. As of the date of MDR reporting the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in a small vial. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).